Manufacturer narrative:
The t:slim g4 pump user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Solely relying on the sensor glucose alerts and readings for treatment decisions could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels (379 mg/dl). The customer stated to note bg's become elevated on the third day of supplies use. The customer changes supplies and bolus to stabilize bg levels. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the health care provider recently increased customers basal settings. The customer stated to occasionally dose of cgm. The customer was educated to not use cgm for treatment decisions. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.